Manufacturer narrative:
Checking the manufacturing charts of the involved lot #18aq15b, no pre-existing anomaly was found. This is the first and only complaint received on this lot #. The results of the lab test performed is aligned with that of r&d. The average of the breakage force is 14nm (never reachable by hand). The probable cause of the breakage is the excessive pull. Based on the information received, we are not able to further investigate the root cause of the event. However, considering that; - the documentation check highlighted that the material is compliant. - the results of the lab test performed are aligned with that of r&d and compliant. We can suppose that the event was not product related. Pms data. The smr - allen wrench 3.5mm (product code 9013.50.211, lot #18aq15b) v.01 involved in the complaint. According to our pms data, we can estimate the breakage rate of the instrument 9013.50.211, v.01 to be 0.04%. Please note that this occurrence rate is overestimated because it does not consider the reuse of the instruments but only the total number of pieces manufactured. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
During an elbow revision surgery performed on (B)(6) 2023, the tip of the smr - allen wrench 3.5mm (product code 9013.50.211, lot #18aq15b) broke in the axle when removing the component for the revision. The revision surgery was registered as complaint # (B)(4) and reported to the FDA by MFR 3008021110-2023-00019. According to the received information, the surgical time got delayed by 40 minutes due to the issue. It was reported that the instrument was used more than 15 times. The surgery was successfully completed. Patient is a female, 37 years old. Event happened in the us. Patient medical history (B)(6) 2020 - initial elbow surgery performed. (B)(6) 2021 - revision surgery for reason is humeral loosening. This event was registered as limacorporate complaint (B)(4) and reported to FDA as MFR #3008021110-2023-00015. (B)(6) 2022 revision surgery for loosening of the humeral stem. This event was registered as limacorporate complaint (B)(4) and reported to FDA as MFR #3008021110-2023-00016. (B)(6) 2023 revision surgery due to loosening of the humeral stem. This event was registered as limacorporate complaint (B)(4) and reported to FDA as MFR #3008021110-2023-00019. 20/01/2023 during revision surgery the instrument was broken. (Object of this report).

Event description:
During an elbow revision surgery performed on (B)(6) 2023, the tip of the smr - allen wrench 3.5mm (product code 9013.50.211, lot #18aq15b) broke in the axle when removing the component for the revision. The revision surgery was registered as complaint #(B)(4) and reported to the FDA by MFR 3008021110-2023-00019. According to the received information, the surgical time got delayed by 40 minutes due to the issue. It was reported that the instrument was used more than 15 times. The surgery was successfully completed. Patient is a female, 37 years old. Event happened in the (B)(6).

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #18aq15b, no pre-existing anomaly was found. This is the first and only complaint received on this lot #. We submit a final report as soon as the investigation is complete.